Event description:
A healthcare professional (hcp) via a manufacturer representative reported during the surgery, it was found the resistance was low, 29, and the hcp had to replace a new one to complete the surgery successfully. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the surgery was a success, with no patient impact as a result of the low impedances. It is unknown what design of the depth stop tip was in use. No further complications are anticipated.

Manufacturer narrative:
Product analysis #225658925: analysis information -- 2017-05-26 14:01:42 cst pli# 10 product ID# 3389s-40 due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported during the surgery, it was found the resistance was low, 29, and the hcp had to replace a new one to complete the surgery successfully. No symptoms were reported. There were no further complications reported and/or anticipated. No new event information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.